Event description:
During coronary artery bypass surgery, there was a technical failure with the forward flow perfusion pump on the distal on-pump phase. The patient's blood had been sequestered in the cardiopulmonary reservoir and cross-clamp had not been applied. Hand cranking return of blood was applied with clamping of the venous line, which returned the volume and pressure output. During this time period, no significant changes in svo2 or oxygen saturations were noted, however, had the "cross-clamp" already been applied, this situation could have been life threatening for the patient. A replacement pump was subsequently connected and standard coronary bypass was initiated without further concern or problem. After the event, the company took everything. Our facility received a letter from terumo stating that during the case the flow was fluctuating between the high 3's and low 5's. This fluctuation was observed for the entire case, no matter if the cross-clamp was on or off. The centrifugal system will be evaluated and repaired, and a replacement centrifugal unit will be sent.